Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 9212458 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defects during the entire production run of this batch #. Root cause description: undetermined. The customer states that is using the needle multiple times; it should only be used once.

Event description:
It was reported that a needle issue occurred during use with a needle 26x3/8 ib. The following information was provided by the initial reporter, "it was reported that customer thinks needle was creating too large of a hole in white fill port. Description of issue: customer thinks there was an issue with the needle because two cartridges in a row leaked from using this same needle. Customer changed out needle and successfully filled third cartridge with insulin. Customer thinks needle was creating too large of a hole in white fill port which cause the cartridges to leak. 2 occurrences with same needle. 26 g, 3/8¿ needle ¿ 305110. Product lot number: 9212458. Did issue cause any injury? No. Medical intervention needed? No." 2 occurrences were reported.